Manufacturer narrative:
Device evaluated by manufacturer: a guidezilla ii 6f guide extension catheter was returned for analysis. Photo media reviewed were found to be not applicable as the photos depicted box packaging to complaint device, shipping hoop, and a guidezilla ii 6f device with no visible batch to the manifold. The portion of the device that is visible is a segment of the hypotube and the manifold. There was no damage depicted in either photo provided. The device was visually and microscopically examined. The device was returned in the shipping hoop. There was blood in the shaft of the device. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that device break occurred. A 6f guidezilla ii, catheter-guide extension was selected for use. During the procedure, it was noted that the device was broken/ fractured. The procedure was completed via an alternate method. There were no patient complications reported. It was further reported that the device break occurred about 1cm from the hub, in a location which could not enter the patient.

Event description:
It was reported that a device break occurred. A 6f guidezilla ii, catheter-guide extension was selected for use. During the procedure, it was noted that the device was broken/ fractured. The procedure was completed via an alternate method. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. However, an analysis was concluded based on the received photos of the complaint device. Two total photographs which depicted a guidezilla device were received. Photo one, depicts the outer pouch packaging and a device inner protective tubing of a guidezilla 6f. A batch number cannot be determined as the photo did not provide evidence of the lot number. No shaft damage was depicted in the photo and is deemed not applicable. Photo two, shows the outer box packaging and a device inner protective tubing of a guidezilla 6f with no signs of damage, with the batch number on the box packaging matching the complaint. No damage was evident in the photo and is deemed not applicable.

Event description:
It was reported that device break occurred. A 6f guidezilla ii, catheter-guide extension was selected for use. During the procedure, it was noted that the device was broken/ fractured. The procedure was completed via an alternate method. There were no patient complications reported. It was further reported that the device break occurred about 1cm from the hub, in a location which could not enter the patient.

Event description:
It was reported that device break occurred. A 6f guidezilla ii, catheter-guide extension was selected for use. During the procedure, it was noted that the device was broken/ fractured. The procedure was completed via an alternate method. There were no patient complications reported. It was further reported that the device break occurred about 1cm from the hub, in a location which could not enter the patient.